Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose was so low that the patient had a seizure and a concussion. Blood glucose (bg) value at the time of the event was not provided. The bg excursion was allegedly a result of unsatisfactory customer services that the patient encountered and the guardian expressed that they had lost confidence with the device. Troubleshooting was unable to rule out the contribution of the pump to the reported adverse event. This complaint is being reported because the patient experienced severe hypoglycemia related to a pump malfunction of unspecified nature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box data found that the total daily dose correctly reflected the user¿s programmed basal and bolus deliveries. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. The pump emitted a call service 064 alarm during the rewind/load/prime step. Pump casing was opened and inspection found a defective motor. (The defective motor issue was reported, please reference 2531779-2015-41208) the remaining testing could not be completed and the alleged history/settings issue could not be fully investigate. No conclusion can be drawn. (B)(4).